Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in patients with genetic connective tissue disease (e.g., marfans or ehlers-danlos syndromes).

Event description:
On (B)(6) 2010, the pt was implanted with the gore excluder aaa endoprosthesis. It was reported to gore that there were no peri-operative complications with the procedure. The pt has a pre-existing connective tissue disorder. On (B)(6) 2010, the pt died due to renal failure. Post-operative images were sent to gore for analysis. Images from (B)(6), 2010, showed an intramural hematoma (imh) beginning distal to the left subclavian artery and extending down to the abdominal aorta at the level of the device. As we did not receive pre-operative images, it is unk if this imh was present prior to the abdominal repair. At this time point, the walls of the aorta cannot be visualized at the level of the implanted gore excluder aaa endoprosthesis device. Images from (B)(6), 2010, showed contrast within sections imh at the level of the descending thoracic aorta. Again, the walls of the aorta at the level of the gore excluder aaa endoprosthesis device cannot be visualized on the images. Images from (B)(6) 2010, showed an unk (non gore) thoracic device implanted distal to the left subclavian artery. On this time point, there are multiple lumen irregularities that extends from the thoracic device distally down to the abdomen restricting flow into the renal arteries and compressing the gore excluder aaa endoprosthesis device. There appears to be a dissection in both common and external iliac arteries distal to the gore excluder aaa endoprosthesis device. Images from this time point also show an ax-fem bypass graft restoring flow into the femoral arteries. Based on the post-op images gore received, it is unclear if the thoracic device was implanted and then the dissection occurred or if the dissection occurred and was then treated by the thoracic device. It appears that the dissection extends from thoracic device distally down to the abdomen and did not originate at the gore excluder aaa endoprosthesis device. Gore cannot conclusively determine if the dissection was caused by procedural wires / catheters or by the pt's connective tissue disorder. Gore has requested pre-operative images and add'l info regarding the pt's condition pre and post implant of the gore excluder aaa endoprosthesis device, however, this info has not been provided.